Event description:
A customer reported, that the uom setting of their freestyle mini meter changed from mmol/l to mg/dl. After the customer changed batteries, he began seeing "high" values. In 2006, after taking "more insulin because of the high value", he "felt sick", but after eating something he felt better. There was no third party medical intervention. There was no report of death or serious injury.

Manufacturer narrative:
Complaint confirmed. The meter has been confirmed to exhibit the memory overwrite malfunction. Tested returned unit. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon, while strip was inserted. Uom was selectable and was received at mg/dl. 0300, 0806, 0204 and 0015 errors were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.